Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-21676. It was discovered during a patient's pocket revision that the l4 and l5 leads had migrated. As a result, the leads were explanted and replaced. Surgical intervention resolved the issue.